Event description:
It was reported that a spectrum pump displayed system error 105 during biomed testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. System error 105 was confirmed through review of the event history log. During the evaluation it was determined that the system error 105 was caused by the motor flex tail having short contact pins. The input/output printed circuit board (I/o pcb) pins were contacting the non-metallic stiffener, causing intermittent contact, which can cause system error 105. Visual but incidental observations other than internal to the motor are: an impression on the motor tape from the lower bearing housing. The motor assembly was replaced. Additional information: loose or intermittent connection.